Event description:
Same event as manufacturer's report 6000093-2006-02338, 6000093-2006-02337. It was reported that during a ptca procedure, the shaft of the maverick otw balloon catheter was broken. This was determined due to contrast solution coming out from the shaft when it was being injected. There was no issue with advancement of the catheter. This happened with three devices. The prodedure was not completed due to this. There were not patient complications, and patient status is reported as 'good.'

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.